Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, h6.

Event description:
Explanting physician reported capsular contracture, baker grade iii/IV, on the left side. The device has been explanted and replaced with a non-allergan brand.

Event description:
Explanting physician reported capsular contracture, baker grade iii/IV, on the left side. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Continued e1 phone number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii/IV.